Manufacturer narrative:
(B)(4). Batch #: u9505z. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har36cn device was returned with the blade tip broken off and not returned. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred.

Event description:
It was reported that during a lung resection procedure the ¿replace instrument¿ alert screen was displayed. Changed to another one to complete surgery. There was no patient consequence reported.